Manufacturer narrative:
The fse found that the probe rinse block (rb1) did not completely travel down during backwash. The fse lubricated the slides for the backwash cup which allowed rb1 to travel down further and the issue was resolved. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluted blood leak of approximately one (1) ml from the coulter lh 500 hematology analyzer blood sampling aspiration (bsv) probe during backwash onto front cover of instrument. The customer stated that the lab has a protective shield in front of the instrument that shields the operator from the instrument. The customer was wearing gloves and laboratory coat when the leak was observed. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.